Event description:
It was reported that during an arthroscopy, both t-implants of the fast-fix 360 deployed simultaneously during the deployment of the t1. The implants were removed from the patient. It is unknown if there was a backup device available. There was a delay of less than 30 minutes. No further complications were reported.